Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The examination of the event history log showed that error code 46228 had occurred. The cause of this error was not confirmed.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 46228. This occurred while testing. There was no patient involved.